Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter was 30 mg/dl (ss) and 318 mg/dl (hcp) respectively (91% diff.). No symptoms were reported. There was no allegation of harm.